Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An error code (e101) was noted while using the light source during a diagnostic colonoscopy. The procedure was delayed by less than 10 minutes with the patient under mac anesthesia or conscious sedation and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the internal temperature error occurred due to the use of a lamp other than the one recommended by olympus, as the heat dissipation effect of the internal temperature was impaired. Olympus will continue to monitor field performance for this device.